Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that on (B)(6) 2013 the patient's blood glucose level rose over 30 mmol/l (540 mg/dl) and she was unsuccessful correcting the level with her infusion device. She was successfully able to lower her blood glucose level via insulin injection. She no longer has confidence in the insulin delivery of the device. She switched to another infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device requested to be returned for product evaluation.